Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service the technician noted the external battery failed testing. There was no patient involvement.